Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with extracardiac stimulation. Upon review, the left ventricular lead exhibited high capture thresholds. The physician repositioned the lead on (B)(6) 2019.

Manufacturer narrative:
Downgraded from serious injury to malfunction.

Event description:
New information received notes that the left ventricular lead had exhibited stimulation and high capture thresholds during implant procedure on (B)(6) 2019 and was repositioned during procedure while the chest pocket was open. The patient experienced no adverse consequences and was discharged post-procedure.